Event description:
Access and deployment of a 28-16-120bl bifurcated device was uneventful. During re-advancement of the dilator and introducer sheath, the physician inadvertently pushed the bifurcated stent graft off of the aortic bifurcation. A 34-34-80le infrarenal proximal extension was deployed. A coda balloon was used to begin to bring the entire device down to the bi-furcation. A new scrub tech operating the balloon, over-inflated and inadvertently ruptured the iliac. The patient's bp dropped and the patient coded. CPR began and the patient was resuscitated. The coda balloon was inflated to exclude the iliac rupture and stabilize the patient's pressure. With another coda balloon in the suprarenal aorta and a wire up and over the aortic bifurcation, the physician was able to place the stent grafts at the bifurcation. A 16-16-88l limb extension was placed to successfully exclude the iliac rupture. Another 34-34-80l infrarenal proximal extension was placed to ensure good seal up to the renals. The procedure was completed with good results, patient is doing well.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. The dislodgement of the bifurcated device was due to inadvertent physician maneuvering. The iliac rupture was due to inadvertent over-inflation during the procedure.